Manufacturer narrative:
Additional, corrected, and/or changed data: a2, a4, b2, and h6.

Event description:
No additional information.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma¿ with lidocaine and juvéderm® volift¿ with lidocaine. A month later, the patient was injected with harmonyca¿ with lidocaine and skinvive¿ by juvéderm®. The patient developed a ¿swollen face¿ and a ¿hard, painful nodule plaque.¿ an ultrasound was performed that showed ¿suggestive signs of filler and biostimulator material, as described and located above, with emphasis on inflammatory/reactive changes in the pre-auricular/infrazygomatic regions and ¿deep lobulated cystic formation in the neck, in a supra-hyoid situation.¿ event status was unknown. This file captured the juvéderm® volift¿ with lidocaine.